Manufacturer narrative:
The padlock clip is indicated for use in flexible endoscopy and for the compression of tissue in the gastrointestinal tract, for hemostasis or for treating lesions of the wall of the gastrointestinal organs. The user facility reported that multiple attempts and significant force were required to deploy the clip. The endoscope used in this procedure had a tip diameter of 9.2mm, which is smaller than the minimum compatible size specified in the device instructions for use. The IFU states that the padlock clip defect closure device is compatible with flexible endoscopes with distal tip diameters ranging from 9.5mm to 11mm. The patient presented with heavy bleeding, and the physician did not believe bleeding was controlled after clip placement. Patient was sent to interventional radiology and four coils were placed to control bleeding. The patient was admitted to the intensive care unit. The user facility has declined to provide further information regarding the current status of the patient. In-service training was completed on 12/19/2018, including instruction on compatible scope sizes. No further issues have been reported after in-service was completed.

Event description:
The user facility reported difficulty while attempting to deploy the clip component of the padlock device during a hemostasis procedure. The clip was deployed on the third attempt; however, the physician did not believe bleeding was controlled after clip placement and the patient was sent to interventional radiology for further treatment. Through follow up, us endoscopy learned the endoscope used in this procedure was not compatible with the padlock clip device.